Event description:
It was reported that fluoroscopy revealed externalized conductors. Electrical measurements were stable. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.